Event description:
It was reported that the customer's insulin pump is not delivering insulin. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window.